Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head fallen apart; rotating part shoots out of its screws; breaks off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown have fallen apart three times. She stated the rotating part shoots out of its screws, and the brush head breaks off in her mouth. All three brush heads were from the same pack. No symptoms developed.